Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal following an intervention procedure. Follow-up communication confirmed that: resistance was encountered while the user was attempting to withdraw the sheath through the radial artery entry site; the distal portion (reported to be approximately 6-inches) of the sheath became separated and remained in the patients arm; a surgeon was called in to remove the detached material; the procedure was completed successfully; and the patient is reported to be "fine."

Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the detached material. The involved device has not been returned by the user facility. Therefore, the investigation was based upon evaluation of user facility information and reserve samples. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. Inspection and testing of these retention samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Unfortunately, the cause of the reported event cannot be definitively determined based upon the available information. The event description is most consistent with the distal portion of the sheath having been caught within the patient's vasculature, and then, becoming damaged to the point of separation due to continued attempts to withdraw the device against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).